Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon review, chronic noise was noted on both the right atrial and right ventricular leads. Upon review, it was noted that device sensing was disabled. On (B)(6) 2018, the patient presented for right atrial and right ventricular lead revisions. During the procedure, a right ventricular lead insulation anomaly was noted under the suture sleeve. It was suspected that the right atrial lead also exhibited a similar anomaly. Both leads were capped and replaced on (B)(6) 2018. The patient was stable throughout.